Event description:
Contact reports both lower eagle screws (16mm) backed out about 3mm between 1 day and 2-months post-op. Surgeon is taking no action at this time. As an event of this nature could result in the need for surgical intervention an MDR is being filed to document this event.